Event description:
It was reported that the customer had high blood glucose level and sensor issues. Customer's blood glucose level was 540 mg/dl. Customer stated that he was not able to calibrate. Customer called yesterday for a motor error alarm and pump was replaced. Customer has not treated yet and is still trying to treat with the pump. Customer stated that he had symptoms of high blood glucose level including urination and thirst. Customer did not contact his health care professional. Customer treated with a manual injection. Customer reported there was tubing in the air but he was able to prime it out and clear it. Customer reported that the insulin exited the tubing. Customer's pump settings were found to be correct. Customer does not have tubing clamp, but will need to call back once a clamp is received to complete troubleshooting. Customer was advised to change the infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).